Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) upon waking, up to 575mg/dl with ketones. The patient's bg was reportedly treated with a correction injection per the recommendation of the patient's healthcare provider (hcp). The patient's bg at the time of the call to animas was reportedly 242mg/dl with no ketones or symptoms noted. The patient reportedly had a doctor appointment on (B)(6) 2013 and the rates were adjusted. A review of the pump history showed some of the adjustments were not made correctly, including target bg values and insulin sensitivity factor (isf). A review of the pump's alarm history showed an auto off alarm had occurred on (B)(6) 2013. There were no temporary basal programs or suspends observed in the pump history. A review of the basal shows the pump is delivering as programmed. The reporter noted that sites are changed with bgs over 250mg/dl and sometimes the cannula is found to be bent. The patient had reportedly been sick a week ago but is not currently ill. The reporter noted that the patient is not his "usual self", and has not been as active as usual. The patient is reportedly very lean and areas for good insertion sites are scarce. The reporter was advised to contact the patient's hcp to discuss possible additional settings adjustments and to review site selection. Multiple possible contributing factors were found for the elevated bgs during troubleshooting. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy with use error as a possible cause or contributor, as the settings had not been updated per hcp recommendations.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/27/2013 with the following results: a 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Unrelated to this complaint, the display is dim; the letters have a red hue. When a test display screen was used the display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.